Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. Omsc checked the log file of the subject device and found no error. Omsc was informed from olympus service operation repair center (sorc) that the lcd panel of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from sorc, omsc surmised that the reported phenomenon occurred due to failure of the lcd panel. The exact cause of the lcd panel failure could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image in the right half was not displayed on the subject device when the power of the subject device was turned on. The user cycled the power of the subject device, but the issue could not be resolved. The user replaced the system including the subject device with another system to complete the procedure. The same event has occurred several times so far, but when the subject device cycled the power, the issue was resolved and the user was using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.